Event description:
It was reported that on (B)(6) 2012, an acculink stent was implanted in a left internal carotid artery and approximately 3 months later, on (B)(6) 2013, the patient expired of unspecified causes. It was listed as unknown if related to the stent and unknown if related to the procedure per the study physician. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of death is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information was received stating that the patient expired from cardiogenic shock. No additional information was provided.